Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that implant had moved. Patient did not have the patient programmer (pp) with their to verify if stim was turned off or turned down. Patient stated the ins now had moved up to where the scar was and it was painful. Patient stated that the right hip and leg was also giving the patient trouble. Implant was implanted on the right side. It felt like that they had pinched nerves. Patient was also starting to limp. Patient had shooting pain that went down the right leg. Patient was unsure if they turned off stim or just turned stim down. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.